Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 30mm x 3.00mm, concentric, de novo target lesion was located in the non-tortuous and mildly calcified left circumflex coronary artery. After a 6f non-boston scientific (bsc) guide catheter was engaged and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with a 2 x 12mm maverick balloon catheter resulting to 50% residual stenosis. After pre-dilation, a 3.00 x 32 synergy drug-eluting stent (des) was advanced for treatment. However, the device failed to cross the lesion and when removed, the stent strut was found to be damaged. The procedure was completed by deploying a 2.75 x 32 synergy des and post dilated with 3mm nc balloon catheter. There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 32mm stent delivery system catheter was returned for analysis. Examination of the crimped stent via scope identified distal stent damage with struts lifted. A section of the crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 30mm x 3.00mm, concentric, de novo target lesion was located in the non-tortuous and mildly calcified left circumflex coronary artery. After a 6f non-boston scientific (bsc) guide catheter was engaged and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with a 2 x 12mm maverick balloon catheter resulting to 50% residual stenosis. After pre-dilation, a 3.00 x 32 synergy drug-eluting stent (des) was advanced for treatment. However, the device failed to cross the lesion and when removed, the stent strut was found to be damaged. The procedure was completed by deploying a 2.75 x 32 synergy des and post dilated with 3mm nc balloon catheter. There were no complications reported and the patient is stable.